Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der received. Revision of depuy femoral, tibial, insert abd patella components occurred on (B)(6) 2017 due to aseptic loosening of the tibial component at the unknown interface. Depuy cement is used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, and it also related to implant loosening. Total for lot number: 2 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 5. By product family: 11 (4x depuy cmw 1g, 6x depuy cmw 2g, 1x depuy cmw 3g). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.